Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recp1588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed on (B)(6) 2018 "svc - cavoatrial junction." The PICC was "cut at 32 cm, but inserted at 33 cm, plus one - up to the hub." On (B)(6) 2018 the catheter cracked at the bifurcation during an infusion, and it started to leak. It was stated the dressing was not adhering well to the skin; the sides of the dressing had begun to rise up. This crack/leak occurred on the day the patient was scheduled to be discharged and have the PICC removed. She successfully completed her chemo treatment; the leak caused no harm or delay in care. It was also noted that the PICC was constantly used for infusion, by at least one lumen, during the entire length of her treatment.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed just distal of the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the red-luered lumen, a leak was observed emanating from the aforementioned split site. Tactile inspection of the sample revealed material weakness in the vicinity of the split. The catheter kinked and twisted preferentially at the leak site during manual manipulation. Microscopic inspection of the split revealed an irregular granular fracture surface. The fracture edges curved inward slightly. The fracture features and material weakness were consistent with damage caused by repetitive twisting/kinking of the indwelling catheter. The location of the damage suggested that catheter securement/access technique may have contributed. A lot history review (lhr) of recp1588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed on (B)(6) 2018 "svc - cavoatrial junction." The PICC was "cut at 32 cm, but inserted at 33 cm, plus one - up to the hub." On (B)(6) 2018 the catheter cracked at the bifurcation during an infusion, and it started to leak. It was stated the dressing was not adhering well to the skin; the sides of the dressing had begun to rise up. This crack/leak occurred on the day the patient was scheduled to be discharged and have the PICC removed. She successfully completed her chemo treatment; the leak caused no harm or delay in care. It was also noted that the PICC was constantly used for infusion, by at least one lumen, during the entire length of her treatment.